Event description:
It was reported the patient's device had two confirmed motor stalls. The first was in 2008 at 2219 with recovery in the next day at 0532. The second was in the next day at 0536 with a tube set message approximately 2 days later at 0536. No symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.